Event description:
During an arterial angiography procedure, the doctor noticed the catheter kinking as he removed it from the body of the pt. He isn't sure if it kinked during the procedure or as he was removing it. There was no harm or injury to the pt.

Manufacturer narrative:
Device evaluation: the subject device was returned for evaluation. It was examined and a kink in a side port was observed. The catheter had a slightly flattened area in the body material. The customer's complaint was confirmed, however, the root cause of the failure could not be determined. The device history record was reviewed with no anomalies identified. Merit's complaint database was reviewed with no other complaints found for the same lot and event type. Evaluation: method other: device history record reviewed, complaint database reviewed. Results other: catheter, kink. Conclusions: no conclusion can be drawn.